Event description:
A negative axsym toxo igm result of 0.327 index value was generated on a pt sample that tested positive using alternate toxo igm methods. The axsym result was not reported out of the laboratory. No impact to pt management was reported.